Event description:
It was reported that during the pre-use check, message error 1820 was displayed on the screen. Three (3) hours later, after the pump was restarted error code 1861 appeared. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replace the gear motor and optical switch. The cause of the reported problem could not be determined. Product is beyond 2 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service previously. Premarket (510k) number: unknown; UDI#: unknown.